Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that one day prior to the complaint, the patient¿s blood glucose levels were up to 400 mg/dl and the reporter noticed the pump was warm. The following day, the reporter stated the pump was ¿nuclear hot.¿ no injuries from the temperature issue were noted. This blood glucose excursion does not meet the criteria for a reportable adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.